Event description:
While demonstrating a product sample, the distributor alleged that the tip of the trocar broke. Co's quality engineer determined the fracture occurred at the crimping section of the flex shaft. The most likely cause of such extremely rare failure is demonstration of the trocar tip without using a sleeve or a cannula. The instruction for use are very clear, and findings will be shared with the distributor.